Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace impedances on the right ventricular (rv) lead. Upon review, the impedances were greater than 2000 ohms. In addition, noise was recorded which was oversensed and caused inappropriate shocks and pacing inhibition. Therapy was not exhausted and there was no asystole noted. The rv lead was explanted and replaced, but this ICD remains in service. No additional adverse patient effects were reported.